Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose value was 570 mg/dl. Current blood glucose was 240 mg/dl. Customer stated that they were using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was inactive at time of event. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.